Manufacturer narrative:
Concomitant medical product: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) replacement the set screw was very difficult to get out. The wrench would not engage the screw. The physician was able to finally engage the set screw but it came out of the device. The device was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.